Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer revealed that the failure was isolated to the speaker by swapping with a known good speaker assembly. Info has been added to the database for trending purposes.